Event description:
It was reported that the patient passed away and the cause of death was unknown. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome could not be conclusively determined through this evaluation. The patient death was not considered device related and the device operated as expected. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 6, "patient care management," includes a subsection titled "caring for the driveline exit site" which outlines considerations for driveline care. The heartmate 3 lvas patient handbook is also currently available. Section 4, "living with the heartmate 3," cautions the user to avoid pulling on or moving the driveline as it can cause trauma or tissue damage. This section also provides care instructions for driveline exit site care. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was on a riding lawn mower, the ventricular assist device (vad) bag fell off, and the patient accidentally ran over their driveline which dislodged the vad according to the patient's daughter. The death was not considered to be device related and the device operated as expected.